Event description:
It was reported that during a surgical procedure conducted at the user facility, registration was attempted 3 times and each time inaccurate, up to 1 cm. The surgeon decided to proceed with the procedure, even though the system showed the registration was inaccurate by approximately 2 mm. After approximately 30 minutes, the system began to show that the surgeon was 1 cm off superiorly, posteriorly, and laterally. The use of navigation was aborted and the procedure was completed with a fusion system. No adverse consequences or clinically significant delays were reported with this event.

Manufacturer narrative:
No further information was available regarding the reported event.

Event description:
It was reported that during a surgical procedure conducted at the user facility, registration was attempted 3 times and each time inaccurate, up to 1 cm. The surgeon decided to proceed with the procedure, even though the system showed the registration was inaccurate by approximately 2 mm. After approximately 30 minutes, the system began to show that the surgeon was 1 cm off superiorly, posteriorly, and laterally. The use of navigation was aborted and the procedure was completed with a fusion system. No adverse consequences or clinically significant delays were reported with this event.